Event description:
It was reported to boston scientific corporation (bsc) that about a year after a mid-urethral sling placement procedure, the patient started to complain of pain and tenderness on her right side. The original expression of pain occurred about 6 months ago. About 4-5 months later, the patient continued to complain of the pain and tenderness. The physician performed another procedure to cut a small portion of the mesh tape to relieve the tension in the sling. The physician also separated the vaginal mucosa and made sure it was free from all mucosa. There was no tape extrusion present. The physician originally thought the sling was twisted but found that it was not. It was reported that nothing was wrong with the performance of the device and the patient had no complications, is currently doing great, and is still "continent". Patient age and weight are unknown.

Manufacturer narrative:
The lot number for the obtryx system is unknown, therefore the device manufacture date and expiration date cannot be determined. The complainant indicated the device was implanted and will not be returned for evaluation, therefore a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.